Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The device was explanted and replaced. As well, the patient stated that they felt the device malfunctioned. Specifically, the patient stated the device vibrated and felt that maybe he dropped something on the device causing that symptom. The patient's physician stated the device seemed to be in-tact and "not faulty in any way." On (B)(6) 2016: it was further reported that the device was returned to the manufacturer after being removed and replaced for elective replacement indicator (eri). The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.